Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted batteries as a result of use/user error. The main batteries and battery harness were replaced on site by a baxter field service technician in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.